Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that both cassettes should have run over 96 hours at 2.5 mls therefore a total of 240 mls administered, with a 10 mls over ridge, however both pumps alarmed there was air in line and no evidence of any more liquid in the cassette. The lines used were primed approximately 4 mls meaning there should have been at least 6 mls extra left in the bag, over 2 hours¿ worth of drug. There was patient involvement but there was no patient harm.